Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The system was used for coronary (diagnosis) procedure. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry was not functioning. Upon functional testing, the fse found that the machine ip address was changed due to the hospital network. To resolve this issue, the philips engineer changed the machine ip address to the different series form hospital network. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the hospital network caused the ip address change of the device. Since the malfunction caused by the external network, this would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were non functional. No harm has been reported to philips. Philips has started an investigation of this complaint.